Event description:
It was reported that a home patient received a system error 2240 (air in line) during dwell 4 of 4 of peritoneal dialysis (pd) therapy while connected to the homechoice (hc) with an unknown baxter disposable set. There was nothing unusual noted to the supplies. The technical service representative assisted the caregiver to resolve the alarm and instructed the caregiver to notify the nurse of the alarm. It was unknown if the patient resumed therapy. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.